Event description:
Reporter indicated that vns patient was hospitalized due to seizures. The patient had reportedly experienced a flurry of seizures with incontinence. Investigation to date has been unable to determine whether the increase in seizure activity is due to generator end of service or lack of appropriate dosages of anti-epileptic medications. It was reported that the patient had been away at camp and that the family member was unsure how much medication patient was getting while patient was away. It was later reported that the patient was experiencing hallucinations and mania attacks. Patient's family member indicated that neurologist wanted to program the device to off due to these symptoms, although it was reported that treating physicians did not feel that the events were related to the vns.